Event description:
Pt had previous anterior and posterior prolift insertion and had vaginal erosion with bleeding, dyspareunia, and infections, mainly anteriorly, but a small posterior erosion was beginning. She was taken to the operating room on (B)(6) 2011 and it was excised and discarded. Vaginal estrogen therapy was begun. Diagnosis or reason for use: cystocele, rectocele, enterocele.